Event description:
The investigation determined that higher than expected vitros ipth results were obtained from college of american pathologists proficiency samples, and higher and lower than expected results were obtained from biorad qc fluids using vitros ipth reagent lot 1490 a vitros xt7600 integrated system. Api sample ias-60 result of 129.4 pg/ml vs. The expected result (proficiency mean) of 98.71 pg/ml. Api sample ias-07 result of 226.6 pg/ml vs. The expected result (proficiency mean) of 167.91 pg/ml. Biorad lot 64931 results of 27.57, 27.87, 29.07, 27.55, and 28.59 pg/ml versus the baseline mean result of 21.0 pg/ml. Biorad lot 64933 result of 527.38 pg/ml versus the baseline mean result of 763.0 pg/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros ipth api proficiency fluid results and the higher and lower than biorad qc results were from non-patient fluids. There was no indication that patient samples were affected. There was no allegation of patient harm as a result of this event. This report is number two of three MDR¿s for this event. Three 3500a forms are being submitted for this event as three devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4). And ivd (B)(4).

Manufacturer narrative:
The investigation determined that higher than expected vitros ipth results were obtained from college of american pathologists proficiency samples, and higher and lower than expected results were obtained from biorad qc fluids using vitros ipth reagent lot 1490 a vitros xt7600 integrated system. The assignable cause of the higher and lower than expected results cannot be determined with the information provided. A review of historical vitros ipth lot 1490 qc results indicate it was not performing as expected. In addition, while the qc results following the proficiency testing were within the 2sd expectation, the higher than expected qc results were also obtained during this timeframe, further indicating unacceptable performance. An issue with the reagent lot cannot be fully confirmed or ruled out as a contributor to the events. However, continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros ipth lot 1490. No diagnostic precision testing was run on the analyzer, therefore a transient analyzer issue cannot be ruled out as a contributor to the events. No information was provided regarding the handling of the proficiency samples or the quality control fluids, therefore it is possible that improper fluid handling protocol contributed to the events, although this could not be confirmed. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros ipth lot 1490. Email address for contact office above is (B)(6).